Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this implantable pacemaker exhibited right ventricular (rv) noise, oversensing and impedance measurements of greater than 2500 ohms. A surgical revision was performed. The device remains in service with a new rv lead. No additional adverse patient effects were reported.